Event description:
This report is being filed upon notification from our x-ray MFR inforeign country, to submit this incident that occurred in another country. Problem: on this fluoroscopic system, images of one pt were inserted into another pt's image folder. Also, this inserted pt image changed its pt name to the new folder. It is not certain which image belongs to what pt. No pts have been injured.